Event description:
It was reported that the user experienced recurrent early-morning low glucose while using the ilet pump, with troubleshooting and education completed and treatment consisting of oral glucose. Symptoms included hypoglycemia. Outcomes included functional limitation due to concern about lows occurring during meetings. Investigation included a review of the reported event details and user-reported troubleshooting steps. Investigation of this case revealed that the cause of hypoglycemia was unclear. It was concluded that the event was user-experienced hypoglycemia with an undetermined cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.